Event description:
Complainant alleged that while attempting to defibrillate a pt during open heart surgery (pt age & gender unknown) the device failed to discharge. Complainant indicated that the device successfully discharged once out of three attempts. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. During subsequent testing by the facility's biomedical engineering department, the device failed to discharge.